Event description:
It was reported that; physician was using box chisel during a lumbar fusion procedure. As he was impacting with a mallet, the tip of the chisel broke off. We used a backup instrument to finish the procedure.

Manufacturer narrative:
Method: device history review and device inspection.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned reliance box chisel 8 mm was confirmed to have a fractured tip as reported upon visual inspection of the returned device.conclusion: the plausible root cause of the reported event is normal device wear based on the age of the returned instrument.

Event description:
It was reported that; physician was using box chisel during a lumbar fusion procedure. As he was impacting with a mallet, the tip of the chisel broke off. We used a backup instrument to finish the procedure.